Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. Stent was not returned with product. Inner shaft was intact. Outer shaft was kinked at the nose cone. Handle and rack were intact. Safety lock was not returned. The tip was attached to the inner shaft as-received. There was evidence of blood between the inner and middle shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that premature deployment of the stent occurred. The target lesion was located in the right external iliac artery. A 6 x 80 x 130 epic stent was advanced to treat the target lesion. However, upon deployment, it was unable to deploy the stent correctly in the target lesion which ended up in the common and in the aorta. The physician then ended up using another self-expanding stent for stenting the left side and with two balloon expandables. No patient complications were reported and patient status was okay.